Manufacturer narrative:
(B)(4). No conclusion code available. The reported reset was confirmed in the laboratory and was due to a power on reset that occurred during hv delivery. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power on reset could not be determined.

Event description:
It was reported that when a patient presented in clinic for a follow-up, the device was found to be in backup vvi mode. It was noted that the device image revealed that the patient received inappropriate shock for atrial fibrillation with rapid ventricular response. The device was explanted and replaced.